Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was not work. The device alarmed motor error. Customer does not recall blood glucose, but most recent was in the 200 mg/dl range. Customer was getting ready to bolus when alarm occurred. Customer does not recall any previous significant event that may have caused the device to alarm. Customer was wearing the device when she had an MRI done early that day. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The motor error alarm occurred during rewind due to motor encoder signal out of phase. No further testing could be performed due to motor error alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.